Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) defibrillation coil was variable. The analyst indicated that the rv defibrillation impedance varied from 64 ohms to 104 ohms. Concomitant medical products: 407645 lead implanted (B)(6) 2005. (B)(4).

Event description:
It was reported that a lead alert for the right ventricular (rv) was triggered as the lead exhibited high and fluctuating rv coil impedance. It was also reported that the lead failed to defibrilate at appropriate settings during a ventricular tachycardia (vt) ablation procedure. A "lead failure" was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.